Event description:
It was reported that during patient¿s device check, there was a lead warning for low impedance. It was noted that there was a low bipolar impedance and that the unipolar impedance was higher the bipolar impedance. The thresholds have risen and the lead has "poor sensing". When device was programmed to unipolar the patient felt "thumping in the chest." However, when the patient was programmed back to bipolar a message saying bipolar lead could not be verified popped up and the patient still felt the "thumping" in the chest. An inner insulation issue is suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during patient's device check, there was a lead warning for low impedance. It was noted that there was a low bipolar impedance and that the unipolar impedance was higher the bipolar impedance. The thresholds have risen and the lead has "poor sensing". When device was programmed to unipolar the patient felt "thumping in the chest." However, when the patient was programmed back to bipolar a message saying bipolar lead could not be verified popped up and the patient still felt the "thumping" in the chest. An inner insulation issue is suspected. The lead will be replaced. No further patient complications have been reported as a result of this event.